Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device was sent to biomed shop with a note "will not connect error." Upon review of the error logs, it was found that the bottle side pressure sensor needs to be replaced because it has been failing for a while the pressure sensor was then replaced. There was no patient involvement. Although requested, no further information was made available to date.